Event description:
Event description guidant received information that the patient with this transvenous defibrillation lead and this implantable cardioverter defibrillator (ICD) received 5 shocks. Upon interrogation, the device was found to have reverted to safety mode, whereby critical pacing therapy was confirmed to be available. The physician elected to explant the device. During the procedure, the defibrillation lead was tested using the pacing system analyzer, which exhibited high shock impedance on the proximal coil. The physician elected to extract all of the leads, and implanted a new system without reported complication. The device was returned to guidant for analysis.